Event description:
The customer reported the system displayed poor image quality. The left monitor was dark.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep adjusted both monitors to ge-oec specifications. He then verified proper system operation.